Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "defib fault 76" message.complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib engine assembly was removed and returned. Due to the condition that the board was received, root cause could not be determined. The customer confirmed that replacing the pace/defib engine assembly resolved the malfunction and the device is back in clinical use. Analysis for reports of this type has not identified an increase in trend.